Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2005 due to loosening of the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00586 & 03395 / 03396).

Event description:
It was reported, patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in (B)(6) 1980. It was further reported patient underwent revision procedures on (B)(6) 1993 and on an unknown date in 1995 for unknown reasons. Subsequently, patient was revised on the right side on (B)(6) 2005 due to loosening of the acetabular cup, pain, wear and osteolysis.